Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (BG) level was intermittently between 300 mg/dL to "High"; however, specific value was not provided. Customer addressed the elevated BG level and occlusions by acknowledging the alarm and resuming insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS 26.1.